Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, his was an evt case. The 5fr exoseal vascular closure device (vcd) was used during an endovascular thrombectomy (evt) procedure. However, the visual indicator window did not change the color, and it came out with the 5fr non-cordis sheath. Hemostasis was achieved by manual pressure. There was no reported injury to the patient. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the 5fr exoseal vascular closure device (vcd) was used during an endovascular thrombectomy (evt) procedure. However, the visual indicator window did not change the color, and it came out with the 5fr non-cordis sheath. Hemostasis was achieved by manual pressure. There was no reported injury to the patient. This was an endovascular thrombectomy (evt) case. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18399230 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint " indicator window no change to indicator" could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the 5fr exoseal vascular closure device (vcd) was used during an endovascular thrombectomy (evt) procedure. However, the visual indicator window did not change the color, and it came out with the 5fr non-cordis sheath. Hemostasis was achieved by manual pressure. There was no reported injury to the patient. This was an endovascular thrombectomy (evt) case. The device will not be returned for evaluation.